Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. Patient weight is unknown. The circumstances that led to stimulation stopping was the implantable neu rostimulator (ins) stopped working. They couldn't feel stimulation any longer and said it wasn't performing like it should. The steps taken to resolve the stimulation issue was the patient called the manufacturing company and then their healthcare provider's (hcp) office. They think the stimulation issue was because of the batteries in the patient programmer (pp). After replacing the batteries, the issue was resolved. The blank pp screen issue was resolved after replacing the batteries, but they did have to increase "the stimulator for it to work for it to help me." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient stopped feeling stimulation the (B)(6) before the report. Patient tried to use their programmer but the screen went blank. At the time of the call, the screen went blank when the patient pressed the synchronize button. Patient stated they were going to try new regular alkaline batteries and call back if it did not resolve their issue. No further complications were reported.